Event description:
It was reported the patient had a persistent pseudomeningocele in 2007 which was treated with repair and a lumbar drain. The patient underwent eight surgeries for cerebrospinal fluid (csf) leaks prior to six months later. Additional information has been requested from the hcp, but was not available as of the date of this report.